Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the issue and found that it would not power on. Fse replaced the right high resolution stereo viewer (hrsv) to correct the issue. The system was tested and verified as ready for use. Isi received the hrsv monitor involved with this complaint and completed the device evaluation. The unit was returned for failure analysis (fa) and the reported failure was replicated/confirmed. In-house fa was performed, and the monitor was installed and tested on the printed circuit assembly (pca) test system. System started up with no image on the left hrsv monitors and the screen was completely black. The unit was sent to the original equipment manufacturer (OEM) due to the console left eye remaining completely blank. There was no image or video clip submitted for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk0181. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to the observe blank right eye on the surgeon side cart (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer observed that the right eye was out on the surgeon side cart (ssc). Customer stated that before calling in, they had an issue with the right eye being out in the ssc and a burning smell. The customer switched to a backup ssc and rebooted the system. The vision was working, and the burning smell moved out to the hallway with the original ssc with an issue. Customer stated that they are using the same camera head as well. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.